Event description:
A cartridge change error was reported for a pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed to inspect the o-ring and pneumatic tap area and successfully completed the cartridge loading process following technical support guidance. Although the customer requested a pump replacement, it was identified that the issue was linked to a specific lot of cartridges. The customer used a cartridge from a different lot, which resolved the issue, and was satisfied with the resolution. Goodwill replacement cartridges were sent, and the customer was advised to contact support if the problem recurred.